Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced due to lead fracture. No patient symptoms were reported. No further information was available.